Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4). Depuy synthes has been informed that the lot number is not available.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision. Right. Xl. Reason for revision : unknown. This is a bi-lateral patient. For left side see (B)(4). Update 23 apr 2015: swapped around implant/explant dates, changed name of complainant to kennedys. Update 24 apr 2015 dor (B)(6) 2014.

Event description:
Asr revision; right; xl. Reason for revision : unknown. This is a bi-lateral patient. For left side see (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Claimsuite and scf alleges alval / soft tissue reaction.